Event description:
It was reported that the key was broken off in the 9600 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key was replaced during the service call. The system was tested and found to be working as intended and put back into service.